Event description:
The user had an accident in school and was pushed to the ground. The implant site still had swelling with fluid accumulation and the user felt pain when it was touched, thus was not able to use the audio processor for this reason. The user was also no longer able to hear any sound with the device.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. The reported pain and swelling at the implant site were most likely a consequence of the reported head trauma. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had an accident in school and was pushed to the ground. The implant site still had swelling with fluid accumulation and the user feels pain when it was touched, thus is not able to use the audio processor for this reason. The user also is no longer able to hear any sound with the device. The family has agreed for re-implantation.